Event description:
Per the clinic, it was reported that the patient also experienced an infection resulting from the extrusion of the device.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an extrusion. The patient has not been reimplanted with a new device as of this report on (B)(6) 2021.